Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer changed supplies as necessary and resumed insulin therapy, following instructions from customer technical support to manage the occlusion. However, troubleshooting was incomplete as the caller chose not to proceed with the recommended bolus delivery.